Event description:
Date listed is the most recent occurrence, it happens often. Medtronics diabetes had disregarded quality standards both in their pumps/ infusion sets, as well as in their sensors/cgms. The sensors continually fail or will require more blood-glucose readings risen at the cost of sleep, a required human function. Somehow 12 hours is the same as 4 to them. This had been reported to them multiple times. Also, numerous of their infusion sets do not actually infuse anything. After consuming 27 carbohydrates, unless the pump is not working at all, a jump of more than 150 blood-glucose points not only shows incompetence on their part, but their refusal to even acknowledge their fault showed malicious intent to commit negligent homicide again. FDA safety report ID (B)(4).